Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that their controller (cgm) was not connecting to the pod (op5) and they stated that they never saw that their blood glucose levels were low. The patient had a blood glucose level of 60 mg/dl. The patient fell down and it cracked the screen of their controller. The patient went to the emergency room. They were treated with intravenous therapy with a glucose drip.